Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the operating room for a scheduled procedure, the patient received inappropriately therapy due to electrocautery. The physician claimed the patient still received shocks even with magnets placed over the device. A possible output circuit damage alert was observed during the initial charge. A capacitor maintenance performed in-clinic found normal charge time. It was suspected electrocautery was also the cause of the sos alert. Upper out of range high voltage lead impedance was not seen on the trend but confirmed. Installing a software download and performing a full output synchronous shock were recommended. The patient condition was stable. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received states undersensed ventricular tachycardia episodes were observed. The patient presented to the clinic and programming changes were made. The patient condition is well. The patient will continue to be monitored.